Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
The customer reported via phone call that they had a bad sensor alert. The customer's blood glucose was 295 mg/dl. The customer also reported the threshold suspend feature was activated when their blood glucose was 70 mg/dl. Customer reported their sensor glucose was reading at 40 mg/dl during this incident. The customer's threshold suspend limit was set at 60 mg/dl. It was also found the customer's sensor was curved. The sensor will be returned for analysis.